Event description:
The pt received a left medial onlay partial knee arthroplasty via mako's robotic arm interactive orthopedic system (rio). During the procedure, the femoral post hole cuts appeared to be burred 3mm farther medially than planned. The surgeon used mako manual instrumentation to make corrections to the cut and place the implant to the plan, and the case was reported to have had a successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was conducted at mako surgical with regard to this event. A number of potential causes were evaluated and ruled out by engineering. While the result was inconclusive, the only cause that could not be ruled out was an unintentional array shift during femoral resection. The suer did not perform the recommended troubleshooting steps to provide data that could allow a conclusive evaluation. Labeling has also been reviewed and found to include appropriate language regarding the importance of not moving the array during resection and the impact to accuracy if an array is moved.